Event description:
It was reported that prior to use foreign matter was discovered on plunger with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: it's found that black foreign matter on the plunger rod before unwrapped the package.

Manufacturer narrative:
H.6. Investigation: bd has been provided with a sample for catalog 301948, lot 1803225 to investigate for this record. The foreign matter has been identified as printing foil particles in the body of the syringe outside of the fluid path. As a result, bd was able to verify the reported issue. The process used to print the scale in bd discardit syringes is called "hot stamping" process, in which, through a heated metal stamp, the scale is transferred from the printing foil to the barrel. In some cases, this printing foil due to a clog in the printing station, has to be cute by the operator. When this situation happens, the machine stops automatically, and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could remain in the machine, and in this case, these foil particles finally ended in one syringe barrel, producing the reported issue. Therefore, the reported nonconformance is caused by a defective foil reel and human error. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on plunger with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: it's found that black foreign matter on the plunger rod before unwrapped the package.